Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified, moderately tortuous, left anterior descending (lad) artery. The physician pre dilated the lesion with an unspecified balloon catheter. A 5.0 x 20mm liberte stent was advanced just proximal to the lesion resistance was noted. The physician removed the stent and noted the stent was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified solidified blood between the balloon folds. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The first two distal rows of stent struts were flared and bent. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified, moderately tortuous, left anterior descending (lad) artery. The physician pre dilated the lesion with an unspecified balloon catheter. A 5.0 x 20mm liberte stent was advanced just proximal to the lesion resistance was noted. The physician removed the stent and noted the stent was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.